Event description:
During a coronary drug eluting stenting treatment procedure, strut damage was noticed. The physician direct-stented a calcified ramus interventricularis anterior artery (riva). A taxus express2 3.0 x 24 mm drug eluting stent was attempted to cross the target lesion without success. After he withdrew the stent he tried to pre-dilate the area. Upon trying to place the stent again he noticed that a strut of the stent was sticking out. There were no reported pt complications.